Event description:
The user facility reported that the cuff inflated and then leaked air during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the cuff inflated and then leaked air during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.